Event description:
It was reported that when a patient presented for routine follow-up, high, out of range hv lead impedance was observed. No further information is available at this time.

Event description:
New information received notes that the lead was capped on (B)(6) 2016. The patient's condition was good.

Event description:
New information received notes that the lead was replaced on (B)(6) 2016.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.